Event description:
The facility representative contacted baxter to report an intermate was returned from a patient after the ending part of the tube was disconnected together with the cap. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake and did not wear a mask." On (B)(6) 2010 the patient was diagnosed with peritonitis. On (B)(6) 2010 the patient began remedial therapy with vancomycin (1 gm, loading dose repeat after 5 days), fortum (1gm, daily), amikacin (250mg, loading dose) and amikacin (125mg, daily). Pd therapy was ongoing as well as remedial therapy with fortum and amikacin. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The visual examination of the device showed evidence of a broken tubing at the junction of the luer post. The cause was determined to be excessive force was applied. A batch review was performed which revealed all release criteria were met for the production of this lot.